Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. This is a patient with a history of (B)(6), tobacco use, obesity, diabetes, hypertension, gerd, bipolar depression, and rheumatoid arthritis, along with multiple abdominal surgeries who developed an incarcerated ventral hernia. History and physician dictation notes from (B)(6) 2007 indicate that the collamend graft was also excised during the (B)(6) 2007 surgery. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for fistula formation and recurrence both of which are known possible adverse reactions listed in the IFU. With the patient's tobacco use, history of (B)(6) and comorbidities of diabetes and hypertension it is likely that there is an increased risk for non-healing wounds. The information provided indicates that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2002, was reported to the FDA in accordance with (B)(4).

Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2002 - patient underwent repair of incarcerated ventral hernia with composix kugel mesh. A partial omentectomy, lysis of adhesions, and a panniculectomy were also performed. (B)(6) 2007 - patient underwent ventral hernia repair with a collamend graft. (B)(6) 2007 - patient underwent exploration of open abdominal wound, excision of infected composix kugel mesh, segmental small bowel resection, and placement of an abdominal wound vac. (B)(6) 2007 - patient presented with weepy draining from wound vac, consisting of possible enteric contents that were coming from the inferior portion of the patient's open abdominal wound, she was admitted and discharged two days later. (B)(6) 2007 - patient admitted for a twenty three hour observation. It was noted that the surgeon had been suspecting an enterocutaneous fistula, but the patient is not entirely compliant and the surgeon has been unable to obtain an abdominal CT scan of her abdomen. Therefore, when she called him today he recommended she go to the emergency room for a CT scan. (B)(6) 2007 - patient underwent a split thickness skin graft of her abdominal wound and sealing of enterocutaneous fistula with tiseal.